Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal hydromorphone (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient stated the pump had been going off every two hours at the same time and it was a single tone beep that lasted four seconds. The patient stated they had the pump filled last tuesday and the alarm started on thursday. The patient stated they called their doctor last thursday and they were going to get back to them but they have not heard from them. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.